Event description:
As reported by the user facility: the pump was used on a maternity ward and work in tocolysis mode. The pregnant pt rec¿d a 20 ml bolus, w/o such a programming of the pump.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). The device is currently being shipped to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection result are available.